Event description:
It was reported that the patient presented for an unrelated procedure with shortness of breath and angina. During the procedure, it was noted that the left ventricular lead had dislodged. No device intervention was performed but lead revision was discussed. Patient was stable before, during, and after the event.

Event description:
New information received indicated that the left ventricular lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.